Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's temp basal feature only worked intermittently. Customer stated that the device was not allowing her to input the information. Blood glucose level at the time of the incident was not provided. Troubleshooting was declined. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The insulin pump passed functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The temporary basal rate and alarm clock feature functioned properly. No basal anomaly noted. The insulin pump had cracked battery tube threads.